Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/28/2013 with the following findings. Unable to confirm complaint. No data in black box or download histories from time of reported hospitalization due to continued use. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the patient's mother contacted animas regarding an inquiry about the pump. At the time of the call, the patient's mother reported that the patient was hospitalized due to high blood glucose (bg) levels. At the time of the original call, the patient's mother was unable to stay on the line. On (B)(4) 2012, animas customer support was able to reach the patient's mother and obtained additional information. The patient's mother reported that the patient was admitted into the hospital on (B)(6) 2012 with a diagnosis of dka. The patient's mother stated that prior to hospitalization she kept giving patient insulin via the pump, but the patient's bg continued to elevate and then the pump gave an 'exceeds max limits' warning. The reporter did not provide any specific bg values the patient was obtaining prior to hospitalization. She did mention that prior to high patient was sick. At the time of the follow-up call, the patient's mother stated the patient was still hospitalized and did not have the subject pump available for review. The patient's mother agreed to call animas back when she had the device available. When the reporter did not call animas back, animas customer support made an attempt to reach her but were unsuccessful. This complaint is being reported because the patient was hospitalized with a diagnosis of dka while on insulin pump therapy. Based on the information provided, it is not known if the animas device caused and/or contributed to the injury as a result of a product malfunction, use error or misuse.